Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The lesion was located in the right coronary artery. Successful insertion of a unknown guide wire with the intention to treat the proximal portion of the right coronary artery. While preparing the liberte (mr) 20 x 3.50mm stent, it was noted that the stent was stuck to the y connector and due to this the stent struts were flared. The physician then used a 3.5x24mm liberte stent to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).